Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the dependent patient experienced a syncopal episode. The pulse generator exhibited cross talk. The device was reprogrammed which resolved the issue. The patient was doing well.